Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was just implanted with the ins on (B)(6) 2021, and the representative tried their stimulation before they left the hospital and the stimulation worked. Once the patient got home, they couldn't feel stimulation or turn stimulation on. They unlocked the controller and confirmed stimulation was on group a. They entered program 1 and were on 2.1, but after increasing to 2.4, they still did not feel stimulation. The patient went into program 2 and mentioned seeing that stimulation was off, but then exited program 2. They checked, but didn't have any other groups than group a. The patient tried turning stimulation off and back on but they still did not feel stimulation. They went back into group a and checked both programs and confirmed stimulation was on in both. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.